Manufacturer narrative:
Correction: film evaluation summary: the exact cause of the reported unknown endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. The maximum aaa diameter measured ~8cm and contrast was seen within the proximal sac outside the right side of the bifurcate, along the level of the aortic body down to the flow divider. The exact source/type of endoleak could not be determined. This may be a proximal type I endoleak due to disease progression. It is also possible that the calcified/angulated neck and the bilateral chimney¿d renal stents, may have contributed to the marginal proximal seal. A possible type iii fabric endoleak was also observed; coils were seen just outside the right side of the bifurcate aortic body near the area of contrast which potentially may have caused a stent graft fabric tear. It is also possible that a previous type ii endoleak, as evidenced by multiple coils seen around the perimeter of the aaa, may have previously contributed to the aneurysm expansion. Per patient registration, an aneurx limb was implanted in 2005, ~3 years post-primary implant, however; the reason for implanting this limb could not be determined from the films provided.

Event description:
There was a proximal type I endoleak; however, it was an unknown endoleak.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown and earlier post-implant films were not available for review and comparison. The maximum aaa diameter measured ~8cm and contrast was seen within the proximal sac outside the right side of the bifurcate, along the level of the aortic body down to the flow divider. The exact source/type of endoleak could not be determined. This may be a proximal type I endoleak due to disease progression. It is also possible that the calcified/angulated neck and the bilateral chimney¿d renal stents may have contributed to the marginal proximal seal. A possible type iii fabric endoleak was also observed; coils were seen just outside the right side of the bifurcate aortic body near the area of contrast which potentially may have caused a stent graft fabric tear. It is also possible that a previous type ii endoleak, as evidenced by multiple coils seen around the perimeter of the aaa, may have previously contributed to the aneurysm expansion.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 10 cm abdominal aortic aneurysm. It was reported that approximately fourteen years and eight months post index procedure, a CT revealed a proximal type I endoleak. No intervention was performed and the event was not resolved. Per the physician the cause of the event was likely due to proximal aortic neck dilatation. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.